Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left coronary artery. After an attempt to cross a previously implanted stent, resistance was noted and the 2.0x28 mm xience xpedition stent was released from the balloon [dislodged]. Coronary surgery was performed to crush the stent to the vessel wall. The patient was hospitalized additional time and there was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. The reported device dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, as no damage was noted on the device prior to use, it is possible that the device interacted with the previously implanted stent, resulting in the reported failure to advance and subsequent stent dislodgement. However, this cannot be confirmed. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. D4: corrected lot number from 306284a to 3062841. D4: corrected primary UDI number from (B)(4) to (B)(4).